Event description:
The pt was revised due to an osteolytic cyst/cavity on the medial tibia. The patella had significant osteolysis and "fell out" due to insufficient bone stock to implant a replacement. The insert was replaced, but did not exhibit severe wear.